Event description:
It was reported that a malfunction alarm with code malf 9 occurred. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided information on resetting the pump. After the reset, the malfunction alarm did not recur, and the customer was advised to continue using the pump and to call back if any further issues arose.